Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:a000092200.

Event description:
Related manufacturer reference number: 3006705815-2023-04578. It was reported that the patient experienced pain at ipg site and ineffective therapy. Patient does not have coverage on left side. Diagnostic revealed high impedance on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.